Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The receiver was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. The receiver failed the boot and charge. Receiver displays initialization screen continuously resets without displaying trend graph or date/time set. Receiver download cannot be performed with receiver in this state. Internal visual inspection was performed and there were no observations found related to the customer complaint. The download data log was reviewed and there were no observations found related to the customer complaint. Functional testing and paring testing could not be performed due to continuous initialization. The root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. A voltage test was performed and the device held no voltage; therefore functional testing could not be performed. No data was available to view in the share log. Confirmation of the complaint was undetermined via product evaluation. The root was not be determined via product evaluation.